Manufacturer narrative:
The insulin pump was received with loud motor noise during rewind due to faulty motor. The insulin pump passed the displacement, rewind, prime, excessive no delivery and basic occlusion test. The insulin pump was also received with cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer also reported that the insulin pump had a loud grinding noise during rewind. The customer's blood glucose was 195 mg/dl at the time of incident. The customer stated that they tried different infusion sets or cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated that the sites were rotated. The customer stated that the tubing was not bent or kinked. The customer stated that they tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided for date of this report was incorrect with the initial report. The correct information has been provided with this report.